Manufacturer narrative:
To date, the incident sample has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that following an fra surgery for acardiac twin, an unborn child died the day after the procedure. The patient had no uterine contraction, abdominal pain or bleeding. The patient (mother) has schizophrenia. There was no device failure. The doctor's opinion is that the cause of death is unknown.